Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8166873. Medical device expiration date: 2020-06-30. Device manufacture date: 2018-06-15. Medical device lot #: 8117994. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-04-27. (B)(6). Investigation summary: bd received photos and samples from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for cloudy cup with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for cloudy cup with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that a bd vacutainer® plastic urine collector cup had deposits on the wall. There was no report of exposure, serious injury, or medical intervention.